Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the burrhole covers were explanted to address the issue.

Event description:
Related manufacturer reference number: 1627487-2024-07823. 1627487-2024-07822. 1627487-2024-07674. 1627487-2024-07672. 1627487-2024-07671. 3006705815-2024-01336. It was reported that there was redness and yellow drainage at the ipg site. The patient was given IV antibiotics to address the infection. The patient's system was later explanted to address the issue. Reportedly, the infection has resolved.

Manufacturer narrative:
Date of the event is estimated.